Event description:
The consumer was using the chair in the shower. She stated the right side legs of the chair bent out. (Frame bent). She stated she was fortunate as her husband was available to help her up and out of the shower. The consumer stated that no injury occurred, no scraps or bumps. Her provider told her that the unit only had a 30 day warranty, we have a 3 year warranty. The consumer has already purchased a new unit.